Manufacturer narrative:
Examination of the returned device revealed no damage observed in the guide wire exit port. Examination of the returned device revealed that there was a damage observed on the guidewire exit port assembly. (B)(4).

Event description:
It was reported that difficulty removal of the device had occurred.a 90 percent stenosed, mildly calcified, moderately tortuous target lesion was located in the right circumflex artery. During a percutaneous coronary intervention, an opticross imaging catheter was used to treat the target lesion. After performing intravascular sonography subsequent to stenting resistance was encountered when removing this device. The opticross became stuck with the stent, therefore a guidewire was added and buddy wire techniques was performed to change bias and the device was removed from the patient successfully. The procedure was completed with this device. No patient complications reported and the patient's condition is good.

Event description:
It was reported that difficulty removal of the device had occurred. A 90 percent stenosed, mildly calcified, moderately tortuous target lesion was located in the right circumflex artery. During a percutaneous coronary intervention, an opticross imaging catheter was used to treat the target lesion. After performing intravascular sonography subsequent to stenting resistance was encountered when removing this device. The opticross became stuck with the stent, therefore a guidewire was added and buddy wire techniques was performed to change bias and the device was removed from the patient successfully. The procedure was completed with this device. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
Device returned to MFR: the device was returned for evaluation. Examination of the returned device revealed no damage observed in the guide wire exit port. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Impedance testing shows good unit wave form. During image characterization testing, good square image appeared in the ilab system. No issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that difficulty removal of the device had occurred. A 90 percent stenosed, mildly calcified, moderately tortuous target lesion was located in the right circumflex artery. During a percutaneous coronary intervention, an opticross imaging catheter was used to treat the target lesion. After performing intravascular sonography subsequent to stenting resistance was encountered when removing this device. The opticross became stuck with the stent, therefore a guidewire was added and buddy wire techniques was performed to change bias and the device was removed from the patient successfully. The procedure was completed with this device. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that difficulty removal of the device had occurred. A 90 percent stenosed, mildly calcified, moderately tortuous target lesion was located in the right circumflex artery. During a percutaneous coronary intervention, an opticross imaging catheter was used to treat the target lesion. After performing intravascular sonography subsequent to stenting resistance was encountered when removing this device. The opticross became stuck with the stent, therefore a guidewire was added and buddy wire techniques was performed to change bias and the device was removed from the patient successfully. The procedure was completed with this device. No patient complications reported and the patient's condition is good.